Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported on a recent post implant patient (3 days post-op) that the device had one false asystole episode that showed undersensing and there was difficulty interrogating the device. The device remains implanted and in use. There were no further issues or complaints with the implanted device or the patient.